Event description:
It was reported, that "the inner cannula is loose". There was no reported injury and/or change in therapy. The involved device has been returned and submitted to the quality analytical lab for analysis.

Event description:
It was reported , that "the inner cannula is loose." There was no reported injury and/or change in therapy. The involved device has been returned and submitted to the quality analytical lab for analysis. Reference section h.6 for lab evaluation results.